Event description:
Updated summary: as per the medical safety review indicated that the customer had experienced fainting/syncope.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in below sections with this follow-up report. Section b5 - updated the summary as per medical safety review. Section h6 - removed health effect clinical code 2418 and added 4411. And added health effect impact code 4614. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, and also experienced hypoglycemia and has been passed out while treating. The customer has alleged for tape not sticking and difference between sensor glucose and blood glucose levels. The customer reported low blood glucose value of 30 mg/dl and high blood glucose value of 362 mg/dl. The reported hypoglycemia was treated with food and emergency medical service. The reported hyperglycemia was treated with bolus through the pump. The reported passed out was treated with emergency medical service. The event involved products mmt-1884, mmt-7040a, mmt-242a and mmt-332a. Troubleshooting was performed for high blood glucose. The customer has used the insulin pump system within 48 hours of the reported event. The customer used the smartguard/auto mode of the insulin pump at the time of reported event. Troubleshooting was performed for tape not sticking and the non-serialized product being replaced. Troubleshooting was performed for difference between glucose levels. The customer blood glucose was 68 mg/dl and sensor glucose value was 50 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 18 mg/dl and it was within acceptable range. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-242a. No product return is required for mmt-332a.